Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were evaluated and no issues were observed, all retention samples were found within acceptable results. Proper fill volume and processing (appropriate mixing) will mitigate these reported conditions. A review of specimen handling parameters should be reviewed for this tube type. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was giving erroneous results. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer found the test result of patients' blood samples. Potassium ions value is higher.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was giving erroneous results. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer found the test result of patients' blood samples. Potassium ions value is higher.